Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the back of the delivery catheter system (dcs) unlocked, making it impossible to release the valve. The valve and dcs were recaptured and replaced. A new valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that turning of the deployment knob (actuator) was difficult during deployment. It was noted that the capsule did respond when the deployment knob was turned, but that it was impossible to achieve deployment, one deployment attempt was made and there was no difficulty recapturing the valve. Additional information was received to clarify that upon stating "the back end unlocked", force on the other side was noted.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the back of the delivery catheter system (dcs) unlocked, making it impossible to release the valve. The valve and dcs were recaptured and replaced. A new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that turning of the deployment knob (actuator) was difficult during deployment. It was noted that the capsule did respond when the deployment knob was turned, but that it was impossible to achieve deployment, one deployment attempt was made and there was no difficulty recapturing the valve.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.